Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the ampulla of vater to treat a carcinoma during an endoscopic procedure (eus) performed on (B)(6) 2024. During the procedure, the stent first flange was successfully deployed. However, when the second flange was attempted to be deployed, it did not work correctly, and the physician was not able to see the portion outside. The stent was not visible when it was checked during fluoroscopy. The physician decided to perform an abdominal surgery to check the stent placement; however, the stent was not found. In the physician's assessment, the axios stent migrated to the duodenum. The physician will check the stent again after the patient recovers from last intervention. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted in the ampulla. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the ampulla.

Manufacturer narrative:
Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of the patient had an abdominal surgery. Imdrf patient code f08 captures the reportable event of patient was admitted to hospital beyond the standard of care.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on august 06, 2024. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of the patient had an abdominal surgery. Imdrf patient code f08 captures the reportable event of patient was admitted to hospital beyond the standard of care.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the ampulla of vater to treat a carcinoma during an endoscopic procedure (eus) performed on (B)(6) 2024. During the procedure, the stent first flange was successfully deployed. However, when the second flange was attempted to be deployed, it did not work correctly, and the physician was not able to see the portion outside. The stent was not visible when it was checked during fluoroscopy. The physician decided to perform an abdominal surgery to check the stent placement; however, the stent was not found. In the physician's assessment, the axios stent migrated to the duodenum. The physician will check the stent again after the patient recovers from last intervention. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted in the ampulla. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the ampulla. ***additional information received on august 06, 2024*** it was reported that the patient was checked again and the axios stent could not be found.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the ampulla of vater to treat a carcinoma during an endoscopic procedure (eus) performed on (B)(6) 2024. During the procedure, the stent first flange was successfully deployed. However, when the second flange was attempted to be deployed, it did not work correctly, and the physician was not able to see the portion outside. The stent was not visible when it was checked during fluoroscopy. The physician decided to perform an abdominal surgery to check the stent placement; however, the stent was not found. In the physician's assessment, the axios stent migrated to the duodenum. The physician will check the stent again after the patient recovers from last intervention. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted in the ampulla. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the ampulla. Additional information received on august 06, 2024. It was reported that the patient was checked again and the axios stent could not be found.

Manufacturer narrative:
Blocks d2a (common device name), d2b (pro code (product code)), g4 (premarket / 510(k) #), and h6 (patient code) were corrected. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 captures the reportable event of the patient had an abdominal surgery. Imdrf patient code f08 captures the reportable event of patient was admitted to hospital beyond the standard of care. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The complaint device was not returned for analysis, and media analysis did not provide sufficient evidence. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. It was reported that the axios stent was implanted in the ampulla. Per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement in the ampulla. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Media analysis was performed on provided photographs by the complainant that shows visualization of the patient's anatomy during the procedure; however, the stent is not visible. Labeling review: a labeling review was performed and, from the information available, the device was used in a manner inconsistent with the IFU (instructions for use) / product label. Additionally, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the events of stent positioning issue, surgical intervention, hospitalization or prolonged hospitalization, cancelled/rescheduled - post sedation/sedation unknown, use of device issue - misuse and unretrieved device fragments (udf) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.